Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all stations were communicating. A technical support specialist (tss) dialed into all in one (aio) server and ran a server downtime query, confirming that no devices were in a disconnected state. The tss then remotely accessed some sample devices and verified that they were online and no longer disconnected. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server all stations were on disconnect mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.